Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and fluctuating, which led to a pump shutdown. The customer's blood glucose was reportedly 380 mg/dl at the maximum. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery fluctuating issue was verified; however, no failure was identified related to the battery depletion issue.